Manufacturer narrative:
The pt reportedly had a problem with the left l4 pedicle and the surgeon was unable to implant a pedicle screw at that level. In addition to this, the pt has developed a non-union, which the surgeon believes is due to an infection, and as a result, likely caused the screw to break. The pt is currently being treated for the infection and the screw has not yet been removed and hence is unavailable to the MFR for eval.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the fractured screw remains in the patient no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of the manufacturing and inspection records did not reveal any contributing information/trends. According to the applicable product line risk related documents, k2m has identified that the screw may have failed due to non-union. A review of all applicable risk related documents revealed that k2m addresses potential fracture concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the complaint trends related to this screw and fractures did not reveal any contributing information.

Event description:
Broken denali mi screw in a two-level fusion. Screws were implanted at every level on the right but only at l3 and l5 on the left due to pedicle problems at l4. The screw is still implanted.